Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a blood leak found in the venous line (exit site of extension tube) of the device during treatment. It was also stated that the catheter was not repaired and there was no luer adapter issue. Another device was used to resolve the issue. There was no patient injury.